Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was calling to report a high blood glucose of 414 mg/dl. Customer reports they did not receive a sensor updating/sg not available alert. Customer reports they did not receive a calibration not accepted alert. Customer does not wish to test transmitter. Product is not expected to return.